Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: l4 hemilaminectomy, l5 hemilaminectomy, l4-l5 excisional biopsy of synovial cyst with facetectomy on the right. L4-l5 fusion with local bone, bmp and bone graft matrix. L4-5 instrumentation with pedicle screw-rod system. Somatosensory evoked potential and electromyogram monitoring used throughout the case along with c-arm monitoring; for pre-op and post-op diagnosis of: degenerative spondylolisthesis l4-l5 with synovial cyst and severe stenosis. The patient has intractable low back pain and leg pain with a history of urinary retention. As perop notes: ".. We used bmp which was wrapped around bone graft. This was felt reasonable because of his spondylolishesis and his diabetes. We harvested his laminectomy bone and placed this through a bone mill and this was placed bilaterally with excellent volume.. Patient was brought to recovery room in stable condition.." Patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.